Manufacturer narrative:
Serial number (B)(4). The device was returned to the manufacturer on (B)(6) 2019. This report is a duplicate of manufacturer report number 1314492-2019-02250. All information can be found under that manufacturer report number 1314492-2019-02250. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Uf/importer report number mw5087361. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming with a low battery indicator during therapy. It was noted that the device was not plugged in to the power supply at the time of the alarm. The patient was receiving sodium chloride 0.9% with 20meq k+per at a rate of 125ml/hr. The patient stated that this had not been going long, as the pump had just started beeping and the infusion rate increased to a rate of 999 ml/hour at the same time. A nurse reported stopping the fluids immediately due to the k+ content. The infusion site was reported as not red or tender. The patient reported burning and pain at the infusion site, which resolved when fluids were stopped. This is possibly referring to the sensation of potassium being administered intravenously. The potassium infusion needs to be diluted by several amounts in order to be safe for administration, but even then a burning sensation might be felt. There was no known patient injury or medical intervention associated with this event. No additional information is available.